Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers to verify screen in accordance with normal operation with the exception of a dim discolored display. Investigation showed that there was no black box data on the day of the complaint. Two low battery and one replace battery alarms were observed in current black box data. There was evidence of a partially discharged battery being installed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).